Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed far p-wave oversensing on an implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.